Event description:
On 3/22/2022, it was reported by a sales representative via email that an ar-9628 drill bit tip snapped. This was discovered during an unspecified time. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. One unpackaged ar-9628 was received for investigation. Upon visual inspection it was noted that the distal end of the drill bit had broken off. Complaint confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.